Event description:
The technician alleged the bed had an out of specification ground reading when tested for maximum ground resistance. No pt impact.

Manufacturer narrative:
The technician found the ground wire in the power cord plug was loose, causing a loss of ground. The technician tightened the ground wire in the power cord plug to resolve the issue.